Manufacturer narrative:
(B)(6). No product was returned for analysis. Smiths medical is unable to confirm the reported complaint nor has the root cause been determined and reported as unknown. The DHR review is not applicable or relevant because no product was returned and thus an investigation could not be performed. If the product is returned smiths medical will reopen the complaint for further investigation.

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump powered off the pump by accidentally pushing the power button while attempting to push the dosing button. The patient pushed the on / off button, stop / activation button and then the additional dose button instead of the morning dose button. There were no reported adverse effects.